Manufacturer narrative:
'A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine harness to vent connector plate and the cable between the filter board and the breathing system were replaced to resolve the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718' h3 other text : 'a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent engine harness to vent connector plate and the cable between the filter board and the breathing system were replaced to resolve the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.